Event description:
It was reported that the patient had difficulty getting the charging puck to connect with the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure wherein a nonrechargeable device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.